Event description:
It was reported that the patient lost stimulation suddenly and "out of the blue" from their implantable neurostimulator (ins). It was noted that the patient "had not done anything". Additional information was requested but was not available at the time of this report. See also manufacturer's report # 3004209178-2012-07578.

Manufacturer narrative:
Lead model 3487a lot # l575631, implanted: 1999 (B)(6), explanted: na. Extension model 7495-51 serial # (B)(4), implanted: 1999 (B)(6), explanted: unk. Concomitant system: neurostimulator model 7425, serial # (B)(4), implanted: 2004 (B)(6), explanted: na. Lead model 3998 lot # j0427709v, implanted: 2004 (B)(6), explanted: na. Extension model 748951, serial # (B)(4), implanted: 2004 (B)(6), explanted: na. Extension model 748951, serial # (B)(4), implanted: 2004 (B)(6), explanted: na. Programmer model 7435 serial # (B)(4). (B)(4).

Event description:
Additional review determined that the patient's synergy was replaced as it was nearing the end of life (see MFR. Rep. # 3004209178-2012-07578). No malfunctions were seen and it was reported that following the replacement the patient was receiving effective therapy. It was unknown if the patient's itrel 3 was still implanted, however as the patient was receiving effective therapy following the replacement of the synergy, the itrel 3 (this MFR. Rep.) Did not appear to be related to the reported loss of stimulation.